Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform stapler 60 instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A log review was performed. Per the review, the sureform stapler 60 instrument was used on (B)(6) 2022 on system sk1849. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported that they were using a sureform stapler 60 in universal surgical manipulator (usm1) and they were able to clamp on tissue but not able to fire and they were then unable to unclamp. Prior to reporting the issue, the customer manually removed the sureform stapler 60 and installed a new sureform stapler 60 in usm1. The technical service engineer (tse) observed error 282 in the logs on usm1. The customer then stated that they had successfully used the new sureform stapler 60 in usm1. The tse recommended the customer to return the failed sureform stapler 60 for failure analysis. The customer proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while firing the sureform stapler 60 with a blue reload during stapling of the stomach. They received the message 'tissue too thick to continue' when the issue occurred. Surgeon selected the blue reload for the stomach tissue. Buttress material was used on the staple side. There were no malformed staples. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no clamping issues prior to firing the stapler reload. There was no tissue calcification, no tissue bunching or tissue tension. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The manual release knob (mrk) was used and it did not open the jaws. The initial reporter could not provide any information regarding how the stapler was removed from the tissue. The system was not in a faulted state while performing manual release of the instrument. There was no adverse effect on the grasped tissue and no unexpected bleeding. The procedure was completed robotically with no reported injury. No photographic images of the device or a video recording of the procedure are available for isi review. The stapler is available for isi evaluation. The reload will not be returned.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h7, h9 and h10. A review of the logs for the sureform stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The tool table showed that pn 480460-09, lot l93211116-0202 fired a quantity of (B)(4) reloads (procedure only used blue and green reloads, but do not know which colors were fired by this stapler). System log was reviewed and it showed that pn 480460-09, lot l93211116-0202 was the first sureform used in the case, and that it fired twice before the second sureform stapler was installed. The logs also revealed that the stapler was installed on universal surgical manipulator (usm1), and the timestamp of the last unclamp event by this instrument, revealed there were some ¿illegal events¿ that showed on the patient side cart (psc) around the same timeframe as the last unclamp. It is unknown if this means there was an unclamp failure or not. The logs revealed error 282 indicating that both tool presence pins were not detected on usm1 around the same time as the unclamp, which may indicate the stapler could have become dislodged from the sterile adapter. If the system detects the stapler is dislodged from the sterile adapter, the user would see a message indicating that the manual release knob may be required.

Event description:
Refer to h10/h11 for follow-up information.